Event description:
The patient called lfs alleging that their one touch ultra meter was reading inaccurately erratic. The patient obtained a 480 mg/dl and 112 mg/dl on the reported meter within 11 tp 20 minutes. Based on the statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer service representative walked patient through two consecutive control solution tests and both results fell outside the specified range. Based on the information supplied, there is an indication that the product malfunctioned ant that the event meets the criteria for a medical device reportable3. Patient's meter, test strips, and control solution were replaced.